Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a true ventricular tachycardia (vt). The vt went into the programmed ventricular fibrillation (vf) rate. A shock was delivered, which accelerated the rhythm and changed the patient's morphology. It was noted that the vf was intermittently undersensed. Subsequent shocks did not convert the rhythm. It was noted that high out of range shock impedance was observed on a couple of shock deliveries. All shock therapy was exhausted. The rhythm was not able to be converted with an external shock. Eventually, the patient was able to be resuscitated. An additional lead was added to the device system with some portions of the lead active and portions of this rv lead were disabled. The lead remains in use. No additional adverse patient effects were reported.